Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The client reported that after a few minutes of use, the knife activation button jammed while the device was on tissue. The device jaws would no longer open and the device was cut out of the tissue. The customer stated that the device jaws were cleaned several times during the procedure. Another device was used to complete the procedure without incident. There was no patient injury.